Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected reported, the device was in clinical use at time of event, the diagnosis procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) analyzed the system onsite and confirmed that there is low disk space problem. After reviewing the log file fse found that there is a problem with space in disk. The fse recreated image store, after recreating image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating the disk space was low, which would prevent imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.